Event description:
On 23 october 2019: additional information received on this date reported that the procedure was completed using a competitor's lifetech device. On (B)(6) 2019, a 28mm amplatzer septal occluder was selected for implant. However, the device formed a cobra formation in the right disc and the user had to retrieve the device back.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 28mm amplatzer septal occluder was selected for implant. However, the device formed a cobra formation in the right disc and the user had to retrieve the device back. A competitor's lifetech device was successfully implanted.